Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (u-02 error) was confirmed and reproduced on generator connected to system. The logs could not confirm the fault occurred in the field. Visual inspection showed scratches on the side cover. U-02 error on start-up. The unit that was placed onto golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that an error with the generator. The customer stated that the system had an activation had been interrupted due to an error and opted to switch out the tower prior to calling. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed, and the generator was plugged in. The customer reset the generator; however, the error came up with a gray background and no energy controls were working. A second vision side cart (vsc) was brought in for the generator and the procedure was then robotically completed with no patient harm or injury.